Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During surgery the doctor was unable to disengage the distal stem inserter from the restoration modular conical stem. The doctor removed the implant with the inserter attached and disengaged with ease on the back table. The product was reassembled and reimplanted with ease but again unable to disengage when in the patient. The product was explanted and the doctor used another restoration modular inserter from the tray to proceed with the surgery.

Manufacturer narrative:
An event regarding a seizing issue of a modular distal stem involving a distal stem inserter was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection noted that the threads were in good condition. The device was returned with the knob stuck and cannot be rotated. The device was inspected by material analysis engineer and found that there was a lot of debris stuck inside the outer sleeve that have not been properly cleaned. The returned device was sent for another round of decontamination. After second round of decontamination, the spring is fully functional allowing the threads to be moved into the outer sleeve of the inserter functional inspection with a restoration modular distal stem from finished goods deemed the device as functionally acceptable. Medical records received and evaluation: not performed as it is not believed that patient factors contributed to the reported event. Device history review: a device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. Complaint history review: a complaint history review confirmed no similar events for the reported lot. Conclusions: the investigation concluded that there were signs that the device was not properly cleaned on the field as it was returned with a lot of debris found inside the outer sleeve. Not following the proper instructions of disassembly during the process of cleaning, could indicate why the inserter was difficult to disassemble from its mating device. Despite the evidence of possible misuse, the distal stem inserter was able to be assembled and disassembled to the modular distal stem from finished goods with ease. The reported failure could not be duplicated. No further investigation is possible at this time. If additional information are received, this investigation will be reopened and re-evaluated.

Event description:
During surgery the doctor was unable to disengage the distal stem inserter from the restoration modular connical stem. The doctor removed the implant with the inserter attached and disengaged with ease on the back table. The product was reassembled and reimplanted with ease but again unable to disengage when in the patient. The product was explanted and the doctor used another restoration modular inserter from the tray to proceed with the surgery.